Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reasons. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reasons. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ra lead was surgically abandoned due to failure to capture confirmed via threshold testing.